Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for reasons unknown. The customer's blood glucose level was unknown. The customer's husband called asking for more supplies for the customer and that the last representative he talked to said that they would ship him supplies. The customer's husband was not under the (B)(6) contact list. The husband was informed that the previous representative made a mistake and should not have said that they will send him any supplies. The husband would need the customer call back herself. No further information was provided.